Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited low p-wave amplitude sensing and high capture thresholds. Lead damage from an unrelated cardiac procedure was suspected but not confirmed. The lead was explanted and replaced. The patient was discharged.